Event description:
The reported device would not acquire any tissue samples during a transjugular liver biopsy. When the device was removed from the patient, the provider reported that the distal portion of the biopsy needle was bent/curved and looked unusual although nothing abnormal was observed under fluoroscopy during the procedure. Another device was used without difficulty to obtain the biopsy. Following the biopsy procedure, the patient had intraperitoneal hemorrhage requiring blood transfusions and hepatic artery embolization. CT imaging demonstrated a large volume hemoperitoneum, and physical exam findings were concerning for abdominal compartment syndrome. The patient was in the process of being taken to the operating room for abdominal decompression when he arrested and subsequently expired.